Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result(1.37 vs. An expected result = 0.029 ng/ml)from a single patient sample processed on the vitros 5600 system. The affected result was reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer repeated the sample due to a discordant serial sample result. A corrected report was issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample while using the vitros 5600 system. Additionally, the sample was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. Additionally, a pre-analytical sample processing issue, an unexpected reagent performance or a sample mix-up cannot be ruled out as contributing factors. There was no evidence to suggest that an instrument related issue contributed to the event.